Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) observed that system is showing electrical test failure #52.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information - e1(event site postal code - (B)(6)). Additional contact information : (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pcb front end module and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11corrected sections: b5, b6, b7, d10, e1(email-revert to blank), e3, h6(health clinical & impact)

Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) observed that system is showing electrical test failure #52. There was no patient involvement.